Manufacturer narrative:
The customer has communicated the complaint sample will be returned to greatbatch for investigation. Once the investigation has been completed greatbatch will submit a follow-up medwatch 3500a. Complaint information provided by stryker. Device has not been returned to mfg.

Event description:
It was reported during an unknown patient procedure that the surgeon tried to impact the cup on the offset inserter and the shaft broke. The procedure was completed successfully with another device. No adverse events were reported as a result of the malfunction.

Manufacturer narrative:
The complaint sample was returned to (B)(4) for evaluation and the reported event was confirmed. The instrument malfunctioned due to one of the forks on the universal joint flaring outward (bent) causing the assembly to seize as it cannot rotate within the body. A manufacturing review was performed and there were no discrepancies found. The device met product specifications prior to shipment for distribution by the customer. Further investigation was unable to assign a root cause for the device malfunction. (B)(4).